Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing was detached from site location. Infusion set was used for one day and a half. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.